Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a fusion surgery on the lumbar region of his spine from l4 to s1 spinal fusion surgery on (B)(6) 2010 using rhbmp-2/acs. Sometime postop, the patient experienced back pain radiating into the lower extremities. A CT scan taken (B)(6) 2012 reveals hypertrophic bone spurs noted at the level of implant.